Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a brown particle in the infusion line of a large volume infusor. This was identified during filling with tazocin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which noted a brown particle, measuring 0.07 square mm in size embedded in the material of the tubing line. The embedded particle was measured and found to meet manufacturing specifications for particulate matter (pm) embedded in the tubing. Therefore, the unit was found to meet specification. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via ftir test (fourier transform infrared spectroscopy). Pvc is the raw material of the device tubing line. Fragment of burnt pvc (brown particle) can potentially be embedded in the material of the tubing during the manufacture of the device component (embedded tubing pm). The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/08/2021.